Event description:
The spouse of the deceased customer called to inquire if the suspect device could read zero and also to ask what a blood glucose result of lo meant. Spouse went on to state that pt passed away in 2004. Spouse had used the device to check pt's glucose and obtained a result of 71 mg/dl around 10:30am. Spouse then dosed pt's normal amount of insulin and also gave pt about 1/2 a cup of orange juice. Spouse thought pt was sleeping and later said pt was breathing hard. Spouse checked pt's glucose again and the result was 51 mg/dl around 3:50pm. Spouse tried to give pt more orange juice. Spouse said pt also had three patches on for pain and pt was supposed to only use one patch. Emergency medical technicians were called and they transported pt to the hospital. Controls were not used on the system.